Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a moderate leak spraying water from the back side of the eva bag, close to the fill port bag weld. Magnified inspection of the leak location identified a gouge, with raised eva edges around the sides of the breach. The opposite inside face did not show any sign of contact, indicating the cut occurred post bag fill. The manual add port cap had been removed, and the septum had been spiked. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Based on evaluation findings, and customer report that the leak was detected by a nurse at the administrating facility prior to patient use, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking at the seam down near the inlet. The leak was discovered prior bag administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.